Event description:
Could not stand up [mobility decreased]. Could not bend knees [joint range of motion decreased]. Fever/increased temperature [pyrexia]. Swelling in both knees [joint swelling]. Pain in both knees [arthralgia]. Case description: spontaneous report received on 14-jul-2008 from a female patient who had a relevant medical history of osteoarthritis and 8-10 previous series of synvisc therapy (every 6 months for the last 3-4 years). The patient received her first injection of synvisc in both knees on two weeks earlier(the end of the previous month). That same evening she experienced a little swelling and fever. On a week later, the patient received her second injection of synvisc in both knees. About 4.5 hours after the second injection she experienced more swelling, pain, and the inability to stand up. She could not bend her knees and she had a fever. Her temperature was elevated about 2.7 degrees from her normal temperature. She received a steroid injection in one knee, after which her symptoms improved about 50% but they still continued in both knees. As of the date of receipt of this report, the patient outcome was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.